Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and in the logs there was a blood back alarm recorded. This was the only event recorded on the date of the incident. The customer reported there was no blood in the catheter. The iabp was replaced and therapy continued on the same catheter with no issues. The fse inspected the catheter port on the condensation removal module for residual of blood and found none. There was no evidence of blood in the drain line or the inline filter. He then performed multiple autofills with a 40 cc balloon and system trainer with no defect or alarm. The fse updated the system software, and replaced the inline filter during the preventative maintenance. The iabp functions to factory specification and all safety tests and electrical safety checks were performed. The iabp was then released to the customer and cleared for clinical service..

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a blood back alarm. The customer did not see blood in the catheter and replaced the iabp with another to continue therapy. There was no patient harm, serious injury, or adverse event reported.